Event description:
It was reported that the right atrial (ra) lead was attempted to be implanted but not used due to the helix not deploying after several rotations. The separation between the indicator and drive mechanism was not clear under fluoroscopy. A new ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analyzed with no anomalies found. (B)(4).